Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Additional related observation(s) not reported by site: the instrument was found to have a broken bipolar yaw pulley at the cable crimp nut. Broken piece(s) is not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Due to the broken yaw pulley at the cable crimp nut, the cable crimp dislodged from his intended position. The probable root cause for the dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause for the broken yaw pulley is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.